Event description:
Parts of tampon left behind- vagina [foreign body in reproductive tract]. Tampon disintegrates [device breakage]. Tampon gets stuck in applicator [device deployment issue]. Waste a few trying to get applicator to dispense [complication of device insertion]. Case description: consumer reported via rr that tampon gets stuck in applicator. No serious injury reported.